Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user was unable to announce breakfast because the device was on a press-and-hold screen, after which the user was guided out of that screen and successfully announced the meal; blood glucose was reportedly unaffected. Symptoms included no injury or adverse clinical effects. Outcomes included no change in glycemic status and no need for medical care. Investigation included customer support troubleshooting and user guidance. Investigation of this case revealed a transient user interface navigation issue without device malfunction or infusion delivery impact. It was concluded, based on previously established findings for similar reports, that the cause was use error.